Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had a possible infection. Reportedly, a possible stitch abscess in the lateral margin of the implant site was noted. The patient was treated with oral antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.